Event description:
Customer reported that three pts had been burned. Two pts were burned on the legs when treated for matting and veins and one pt treated for poikiloderma on chest. Prior to these incidents, the customer had good success with treatments for matted veins. Only otc products (neosporin, cu3 cream) were recommended for the burns. Add'l details such as treatment parameters and incident dates were requested by lumenis and were not provided.

Manufacturer narrative:
Per the lumenis customer engineer ce, the device calibration was about 25% high. Apparently, the customer had calibrated the device while the treatment head was not fully seated in its cradle. This would have resulted in output about 25% high as duplicated by the ce. In addition, the ce suspected a possible malfunction of the treatment head. The customer replaced the treatment head and the ce installed the new treatment head on a follow-up service call. The elevated device output appears to be the root cause of the incidents. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.